Manufacturer narrative:
Gbo complaint no: (B)(4). No materiel/batch number provided by the customer. No further clarification received from the customer. We did not receive any samples or photos from the customer. Without a material/batch we are unable to check for inventory or complaints. This complaint can not be determined.

Event description:
Customer stated clotted samples from nicu. Customer advises it might be from insufficient mixing or maybe the difficulty of the blood flow from the funnel to the bullet.